Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. The most likely cause is impact, dropping, shock or similar stress. The event is detectable and preventable by handling device in accordance with the following IFU: in IFU "chapter 4.1 inspection and testing", ¿warning risk of injury¿ lists ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the device had damage to the ceramic coating. The issue was observed during inspection for use. There were no reports of patient involvement.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
Correction to the following fields: d4 lot number updated to 22630. D8 updated to "no". G2 added health professional.